Event description:
On 08/17/2007, abbott point of care was contacted by a customer who reported that an I-stat g3+ cartridge yielded a po2 result of 50 mmhg in 2007 at 09:02. The same sample tested on an I-stat cg8+ cartridge yielded a po2 result of 199 mmhg on the same day at 09:01. Another sample was drawn the same day, time unk, and tested in the laboratory yielding a po2 result of 238 mmhg.